Event description:
Intraoperatively, the surgeon attempted to place a medtronic edm closed tip lumbar catheter in the patient's lumbar while the patient was in a lateral decubitus position. However, catheter placement was unsuccessful. The catheter with wire was initially placed and noted to be further in than the typical depth of 20cm. Upon the surgeon attempting to remove the catheter with wire, the catheter was noted to be stretching and ultimately sheared off despite attempts to preserve continuity of it. The sheared off portion of the catheter was in the patient. The surgeon attempted to retrieve the fragmented section of the catheter from the patient, however, he was unable to successfully retrieve it. The surgeon ordered a stat x-ray to review the location of the catheter fragment that remained in the patient; at that time, he made the medical decision to intentionally retain this fragment in the patient.